Manufacturer narrative:
H3, h6: the study of chen, d., et. Al. [1] reports the outcome of hip arthroplasty using a cementless threaded cup and a cementless straight stem in patients with high congenital hip dislocation. Between january 2001 and august 2004, 17 patients with high congenital hip dislocation were treated. It is reported, that in one case the patient suffered from a dislocation 5 days after implantation. This was treated with an open reduction as a closed reduction failed. The complaint device, used in treatment, was not returned for investigation, hence the product evaluation could not be conducted. A complaint history review was performed. The batch record review could not be performed as the batch number of the device is not known. The severity and the failure mode are covered through our risk management. The reported failure mode might occur in some cases, which is stated as a side effect in the instructions for use. No patient information nor any other medication documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode could not be confirmed independently. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is neither possible to investigate whether the reported device met manufacturing specifications upon release for distribution nor to speculate about factors which could have contributed to the reported event. The root cause of the problem stays undetermined. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. This investigation is considered closed. [1]: chen d, xu z, shi d, qiu x, dai j, yuan t, weng w, jiang q. Clinical outcome of zweymüller total hip arthroplasty for patients with high congenital hip dislocation. Hip int. 2011 jan-mar;21(1):71-5. Doi: 10.5301/hip.2011.6279. Pmid: (B)(6).

Event description:
On the literature article named "clinical outcome of zweymüller total hip arthroplasty for patients with high congenital hip dislocation", it was reported that, after a sl-plus family stem had been implanted on 1 patient, patient #1 of the study, also had an early dislocation 5 days after surgery, which was treated by open reduction after a failed closed reduction. The trendelenburg test was positive after one year in this case.